Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient(s) who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the healthcare provider indicated that several infections after pump implant occurred. The date of event(s) was unknown. Factors that may have led or contributed to the issue were indicated as not applicable. Actions taken were indicated as not applicable. It was unknown if the issue / infections were resolved. The hospital was noted as being in possession of the product. It was further indicated that the company representative got the information because the healthcare provider gave information regarding these issues to a colleague on a congress, and the colleague was not able to ask further questions. 2025-mar-18 e1 (for, rep): document contains no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the hcp gave the following information by email: they had initially experienced post-operative wound infections during some pump I mplantations (synchromed iii) and just wanted to know if other users had experienced this as well. The last implantations all went back to normal. The rep stated that this meant no further complication and the patients did not have further issues.